Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline disconnect and subsequent pump stop events. The account attributed these events to the patient exchanging their system controller. Additionally, the report of the pump not restarting right away after the driveline was connected to the backup system controller was not confirmed based on the log file data. The submitted controller event log file contained data from 28jun2024 through 03jul2024. Two driveline disconnect events were captured on 01jul2024, both resulting in temporary pump stop events. No other notable alarms or events were captured. The pump appeared to operate as intended as the set speed at all times when the driveline was connected. The submitted lvad event log file contained data from 01jul2024 through 03jul2024. The log file captured normal operation through 02:20:12 on 01jul2024. The next lines of data captured a pump reset at 09:37, which aligns with the driveline being reconnected to the primary system controller in the controller log file. A second pump reset was then captured, which was not present in the primary controller log file, indicating the pump had been connected to a second controller. The pump resumed operating with 2 seconds of being connected to this second controller. The lvad log file then captured a third pump reset, which matched the second driveline reconnection event in the primary controller log file. All of the captured data in the submitted log file showed the pump operating as intended when the driveline was connected to a controller, including when the pump was connected to the backup controller. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the patient handbook are currently available. Section 1 of the IFU, "introduction", lists potential adverse events which may be associated with the use of heartmate 3 lvas. Section 2 of the IFU, "system operations", and section 2 of the patient handbook, "how your heart pump works", warn that if the driveline disconnects from the system controller, the pump stops. These sections further instruct that if the driveline disconnects from the system controller, it should be promptly reconnected to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook further instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient attempted a system controller exchange due to the backup battery (ebb)alarms without guidance. The patient noted that after the driveline was connected to the backup system controller the pump did not restart right away so the patient decided to reconnect to the primary system controller. The patient was not pleased with the incident but had no negative outcome. The ebb was replaced on (B)(6) 2024 during a clinic visit. The event log files captured backup battery (ebb) faults on 01jul2024 from 09:29 to 09:50 due to the ebb failing the load test. During the period of ebb faults, there were 2 instances of driveline disconnects on (B)(6) 2024 from 09:36 to 09:37 then at 09:38. The driveline disconnect events both lasted less than 10 seconds and resolved when the driveline was reconnected. There were no other unusual events.